Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument data and did not find any error messages related to cea tests. The cse adjusted the reagent probe 1, replaced the aspirate tubing, adjusted the acid dispensing angle, and checked the components for movement. The cse performed precision testing, which was acceptable. A siemens headquarters support center specialist reviewed the service report and determined that this was an isolated event. The cause of the discordant, falsely elevated cea result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated carcinoembryonic antigen (cea) result was obtained on one patient sample on an advia centaur xpt instrument. The discordant result was reported to the physician(s). The sample was repeated on two different advia centaur xpt instruments, resulting lower both times. The corrected results obtained from the alternate advia centaur xpt instruments were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cea result.